Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited an alert for a low out of range shock impedance measurement of zero as well as a high out of range pace impedance measurement greater than 3000 ohms on the right atrial lead on the same day. Both daily impedance measurements have subsequently returned to approximately the same previous baseline values, which are within normal specification limits. The patient was noted to have undergone an atrial fibrillation ablation procedure on the day of the out of range impedance measurements. Boston scientific technical services (ts) explained that daily impedance measurements can become saturated due to electromagnetic interference (emi) during medical procedures and provided guidance to continue to monitor the patient. The device remains in-service. No patient symptoms or adverse patient effects were reported.